Event description:
Event description cpi received information that this endocardial lead was returned to cpi for routine analysis following the explant procedure. This report is submitted due to cpi's ra analysis results.